Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The device sensing vector was set to the alternate vector at the time of the shocks. Technical services reviewed the electrograms with the caller and discussed some options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned for analysis. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The device sensing vector was set to the alternate vector at the time of the shocks. Technical services reviewed the electrograms with the caller and discussed some options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned for analysis. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The device sensing vector was set to the alternate vector at the time of the shocks. Technical services reviewed the electrograms with the caller and discussed some options. There were no additional adverse patient effects. The system remains implanted.